Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer's daycare resource person delivered 8.0 units of insulin versus 0.8 units. Blood glucose lowered to 46 mg/dl. Customer's parent arrived and disconnected pump from customer and provided "fast carbohydrates" to customer. Customer did not require to go to hospital and was feeling "good" after a couple of hours. Parent reconnected pump to customer and insulin therapy was resumed. Pump history was reviewed and it was confirmed that use error occurred as an incorrect bolus value was entered. Contact reported the pump maximum bolus dose was set at 6.0 units and the setting had not been adjusted. Pump data was requested for further review; however, it was not yet provided at the time of this report.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence of device malfunction.